Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.75, lab inr: 8.0. Tests were within 2 hours of each other. Caller states that no intervention occurred while in the hospital and in fact the patient continued regular coumadin dose. Believes that the lab is incorrect. Caller has done comparisons in the past and felt very confident with the meter performance.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.75, reference: 8.0, mean: 4.88, confidence limits: 2.8-7.2. Customer results analyzed and accuracy confidence limits not met. No product expected to return. Discrepant test record reviewed. Strip in complaint was tested and accuracy criteria were met. Strip deficiency not established. Further investigation not required. No corrective action is required as no product deficiency was established. As of today, products associated to this compliant are not expected to return.